Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. The pump will not be returned, and no additional information was available regarding corrective actions or outcomes.